Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was no longer holding a charge. Upon evaluation, it was determined that the patients ipg was non functional. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg was not returned.